Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23930. Additional information received indicated that the patient underwent surgical intervention wherein system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient was experiencing uncomfortable stimulation which caused pain when sitting up. As a result, surgical intervention may be undertaken in the future.